Manufacturer narrative:
The return material testing analysis on the returned sensor (B)(6) revealed a loss of chemical performance which caused the sensor performance degradation. The system correctly disabled the sensor due to performance failure and the system's self-test functions were working normally. As part of the resolution, an RMA was issued for sensor replacement. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 28, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.